Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain and dyspareunia was resolving. The reporter considered abdominal pain, back pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed on same day.". The patient's previously administered products included for an unreported indication: femcon from 2005 to 2010. Concurrent conditions included obesity. Concomitant products included warfarin and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: recurrent yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy / ablation on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, the last episode of dyspareunia, urogenital infection fungal, dysmenorrhoea and fatigue had resolved, the back pain was resolving and the migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, urogenital infection fungal, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events yeast infection, headaches, dysmenorrhea,medical device monitoring error are added. Lab data updated. Product, patient & reporter information updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed on same day.". The patient's past medical history included menorrhagia, multigravida (gravida 3) and parity 2. Previously administered products included for an unreported indication: femcon from 2005 to 2010 and coumadin. Concurrent conditions included obesity. Concomitant products included warfarin and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: recurrent yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy / ablatio on (B)(6) 2016.) And surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, the last episode of dyspareunia, urogenital infection fungal, dysmenorrhoea and fatigue had resolved, the uterine haemorrhage, migraine and headache outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, urogenital infection fungal, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Per mr: both essure devices were visualized in the tubal ostia bilaterally at the end of the case. The hysteroscopy was removed. The long allis clamp was removed from the cervix, and the speculum was removed from the vagina. All final sponge and instrument counts were correct. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, medical device monitoring error, dysmenorrhea and pelvic pain." Most recent follow-up information incorporated above includes: on 1-mar-2018: case correction done on 08-may-2018 following internal review: per mr: event: abnormal uterine bleeding was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion & ablation performed on same day." The patient's past medical history included menorrhagia, multigravida (gravida 3) and parity 2. Previously administered products included for an unreported indication: femcon from 2005 to 2010 and coumadin. Concurrent conditions included obesity. Concomitant products included warfarin and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: recurrent yeast infections"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), the second episode of dyspareunia ("dyspareunia") and incision site haemorrhage ("wound isn't doing to well, couldn't get it to stop bleeding"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy / ablatio on (B)(6) 2016) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, the last episode of dyspareunia, urogenital infection fungal, dysmenorrhoea and fatigue had resolved, the uterine haemorrhage, migraine, headache and incision site haemorrhage outcome was unknown and the back pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, incision site haemorrhage, migraine, pelvic pain, urogenital infection fungal, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery and missed six weeks of work. Per mr: both essure devices were visualized in the tubal ostia bilaterally at the end of the case. The hysteroscopy was removed. The long allis clamp was removed from the cervix, and the speculum was removed from the vagina. All final sponge and instrument counts were correct. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, medical device monitoring error, dysmenorrhea and pelvic pain." Concerning the injuries reported in this case, the following one was reported via social media: incision site haemorrhage. Most recent follow-up information incorporated above includes: on 7-jun-2018: fu from social media: new event: incision site haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.